Event description:
Information was received, from a patient. Regarding an external device. The reason for call, was patient reported, they couldn't recharge their implanted neurostimulator (ins). And hadn't been able to in days. Patient said, they thought there might be a broken cord on the recharger, because the recharger paddle was getting real hot on the side of the paddle. And almost, too hot to touch. Patient also said, when they tried to recharge, the controller would just keep saying 'check recharge quality' and never go anywhere. Agent asked, patient said, they were able to get to the 'no device found' screen and when they pressed 'recharge, 'the screen would go back to 'looking for device' and wouldn't display the passive recharge mode screen. During the call, patient wiggled the cord and the numbers changed to 9 and 14 on the passive recharge mode screen, then the screen would change quickly. The issue was not resolved. An email was sent to the repair department to replace the recharger. When asked for event date, patient stated, there was a time months ago, where they were having recharger problems, but this specific issue just began recently.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use, during the event include: brand name: intellis, product ID: 97755 (serial#: (B)(6)), product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.